Event description:
It was reported that the patient is being referred for prophylactic replacement due to concern that the vns battery may be low and the patient has had a recent increase in seizures. Attempts have been made for more information; no additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Per the physician, the increase in seizures is below pre-vns baseline seizure frequency, and it is believed that the increase in seizures is related to the low battery status. No external factors were noted to be contributing to the increase in seizures. There was no alleged device malfunction. No additional relevant information has been received to date.